Manufacturer narrative:
(B)(6)

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys vitamin b12 immunoassay (b12) and the elecsys folate iii assay (fol) on a cobas 8000 e 801 module (e801). The erroneous results were reported outside of the laboratory and later amended. The sample initially resulted with a b12 value of 73.8 pmol/l. The sample was repeated on (B)(6) 2018, resulting with a b12 value of 929 pmol/l. The sample initially resulted with a fol value of 1.36 nmol/l. The sample was repeated on (B)(6) 2018, resulting with a fol value of 45.4 nmol/l. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 27391204 and the fol reagent lot number was 31984600. The reagent expiration dates were asked for, but not provided. Precision studies were performed and these were acceptable.

Manufacturer narrative:
The provided quality control data and calibration signals are within the expected range. From the analysis of the calibration signals and the control values, a general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The field service engineer ran a performance check on 18-jul-2018 and this was within specifications. The field service engineer performed an additional check of the analyzer on 24-jul-2018. System reagent filters were checked and these were good. It was noticed that some racks were missing rubber bungs.